Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n 16203852 was performed from the date of manufacture, 31jan2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that drawers 6.2 and 5.2 had failed due to faulty row ribbon cable connections to the half-height drawer controller. A field service engineer removed all pockets, replaced the row ribbon cable, and reassembled the device. However, upon restart, tray c on drawer 5.2 similarly failed. The engineer then reseated all row ribbon cable connections to their half-height drawer controller boards, restoring service. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary experienced a malfunction, in which drawer 6.2 and pockets e1, e2, and e5 were not detected on the bus. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.